Event description:
Additional information was received wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's ipg sitting superficially in the pocket and nearing breaking the skin. Surgical intervention may take place at a later date.